Event description:
The customer reported the coulter lh 500 hematology analyzer generated high background counts for the platelet (plt) and red blood cell (rbc) parameters. The instrument also generated "low vacuum" errors. The customer did not cycle patient samples during the event. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse stated that there was a leak from worn tubing that disconnected from the sweep flow to the red blood cell (rbc) bath. The volume of the leak was approximately 3 mls of diluent. The leak was contained within the instrument. The fse replaced the tubing and associated check valve, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. The fse was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. The customer was able to adjust the low vacuum regulator, resolving the "low vacuum" errors prior to the onsite arrival of the fse. (B)(4).